Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The vad coordinator noted multiple tears on the silicone layer of the driveline. There were no alarms reported upon interrogation. On (B)(6) 2020, the patient received a driveline repair. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information section d10: correction manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from (B)(6) confirmed superficial damage to the outer silicone jacket and an external driveline bend relief compromise. Additionally, a finding of wire fatigue was confirmed through evaluation of the returned portion of driveline from (B)(6); however, there was no evidence of shorting noted. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump was set to a fixed speed of 9400 rpm and operated above the low speed limit of 9000 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient underwent a driveline replacement on (B)(6) 2020. The returned portion of driveline measured approximately 20 inches. There was rescue tape present from approximately 1 to 4.5 inches and approximately 8.5 to 17 inches from the controller connector. Upon removal of the rescue tape, the silicone jacket was noted to be damaged from the controller connector until a loose portion of jacket measuring approximately 7 inches and again until a loose portion of jacket measuring approximately 5 inches. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had significant breakdown at the controller connector, approximately 2 to 3 inches from the controller connector, approximately 4 to 5 inches from the controller connector, and minor breakdown through the remaining portion of driveline. The layers were carefully removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the green wire approximately 17 inches from the controller connector. Although the inner conductors were exposed, examination of the conductors in this location revealed no areas of burn marks that would indicate that the inner wires shorted. Additionally, the metal braided shield had breakdown in this area, and could have been too broken down in this area to make contact with the exposed inner conductors. The remaining wires, as well as the remaining portion of the green wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damage to the insulation of the green wire appeared to be the result of repetitive flexing in the area of damage, as well as abrasion against the metal braided shield. If the exposed conductor of the green wire made contact with the metal braided shield while the patient was operating on their power module or their mobile power unit, a short to shield could have resulted; however, investigation findings, as well as data captured within the submitted log file revealed no evidence of the observed insulation breach resulting in a short. The account reported that the patient had multiple tears to their driveline. A superficial driveline repair was performed on (B)(6) 2020. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2020. The remaining portion of (B)(6), besides the external portion of driveline, was not returned for evaluation. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.